Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from (B)(6) 2013 to (B)(6) 2020 and confirmed that this device was previously returned for servicing unrelated to the customer reported issue. There were no production failures which correlate to the customer reported issue. The proximate cause of the customer reported issue was due to electrical failure of the keypad.

Event description:
It was reported that the device will not turn on. There was no patient involvement.